Manufacturer narrative:
No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the clinical case the site had issues with the power ease being fused to the driver and navlock tracker. The medtronic representative (rep) was able to get the driver out but the navlock was noticeably damaged and unable to lock instruments. It was noted that the driver showed no damage. The rep stated that this was a trial of medtronic spine instruments. The patient was present when this issue was observed. There was no delay in the case, and there was no impact on patient outcome.